Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. However, device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test. Device had minor scratched lcd window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that their insulin pump had a motor error and insulin pump rejecting the new batteries also esc button had to press multiple times. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.